Manufacturer narrative:
Product was received and examined at sigma 7/5/06. The plug in power supply displayed no green led when plugged in indicating no power out. Broken traces consistent with trauma to the assembly as a result of dropping were identified. With no indication of power (green led lit) this pump should not have been in service.

Event description:
Sigma spectrum pump retrieved from holding area to replace pump on pt with battery depletion. This pump was plugged into the wall outlet in the holding area. It would not turn on even when plugged in. Clinical engineers, rm nursing evaluated the pump 6/5/06. This was repeated with ceo of sigma and local sigma rep on 6/6/06. The pump would not turn on. Unable to determine battery capacity. The strain relief bracket intact. Only one screw. The green led light on the transformer (plug) is not on. Unable to get a reading from the battery capacity. All findings reported to sigma on 6/6/06.